Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush heads have all started to disintegrate behind the brush itself soon after being used leaving the brush hanging loose / left a small detached metal and plastic part in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the toothbrush heads from a pack of oral-b power oral care refills precision clean that he had recently purchased had all started to disintegrate behind the brush itself soon after being used with an oral-b rechargeable toothbrush, version unknown, leaving the brush hanging loose. He further explained that with the last brush head he used, it left a small detached metal and plastic part in his mouth which he almost swallowed. No symptoms developed. On 27-apr-2016 received consumer follow-up: the consumer reported that the brush had never been dropped, and the problem had been with all 4 brush heads in the pack, clarifying that only one had actually shed a component. He described that the failures were well before the brush heads needed changing and the bristles were still firm; he explained that he changed his brush heads at different intervals depending on use. He stated that he had never had such a problem with other brush heads purchased from other retailers. No further information was provided.